Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report prematurely deployment, clip entrapment, foreign body, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that transseptal puncture was difficult with a small window on the septum. The clip delivery system (cds) was advanced to the mitral valve; however, when entering the ventricle, the clip became stuck on the anterior leaflet. It was noted that steering down to the valve and grasping was difficult due to anatomical challenges. Troubleshooting was performed for an hour, but the clip could not be unstuck. Therefore, the clip was deployed in an unintended location. Reportedly, prior to completing the deployment steps, the clip prematurely deployed. Resistance occurred when the arm positioner was rotated, resulting in the white column not moving to fully expose the groove. The cds was removed and the case ended at this point. The patient is stable. One clip was implanted and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was corrected: the anterior leaflet was caught with the gripper line, and not the clip itself. The clip remains stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified, no similar incidents reported from this lot. Based on the available information, the entrapment of the device, resistance when steering and difficult leaflet grasping appear to be, due to challenging patient anatomy. A cause for the reported resistance when turning arm positioner and premature activation could not be detained. The reported patient effect of foreign body in patient and mitral regurgitation (mr) were a result of the reported material separation. The reported patient effect of mr is listed in the instructions for use, as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.